Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter, device was unable to charge, transmitter was not blinking when disconnected to sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a, mmt-7715. Troubleshooting was performed. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer reports the transmitter did not blink when connected to the sensor. Transmitter was fully charged prior. Led light blinked when transmitter was disconnected from the charger and/or connected to tester but led light would not blink when connected to the sensor. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-7040a. The customer will discontinue use of the charger. Mmt-7715 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. However, after removing the device from charger, the green led did not flash. After the test plug was installed, the led did not flash, the problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. In conclusion, unable to perform functional test, rf/ble/downgrade/associate test due to communication anomaly, the customer complaint of charging anomaly is not confirmed. However, the led, and communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.